Event description:
It was reported that a patient incident occurred with the vio 3 electrosurgical unit (esu/generator) during an anal fistula procedure. The esu was used with an erbe neutral electrode [ne, part number (p/n): 20193-082, lot number (l/n): information not provided (ni)]. No information was provided regarding any other accessory used in the interventional work. The ne was placed on the patient's thigh. Per the provided description of the event, a "stamp-sized skin lesion" occurred at the surgical site "immediately after spraying disinfectant." There was no information conveyed to erbe if the lesion required any treatment.

Manufacturer narrative:
The involved esu was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, the chronological data stored in the unit was evaluated. There were no error or warning messages. Finally, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the information provided and our evaluation, the lesion was most likely the result of a reaction to the disinfectant or an ignition/deflagration of the disinfectant. The esu user manual provides warning involving disinfection. Finally, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.